Manufacturer narrative:
H3) the power conversion enclosure was returned to the manufacturer for evaluation. Analysis found that the unit had electrically overstressed components. Continuation of section d11: pn: bi71000176, ln: rev. 2 : s/n (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. The power conversion board was replaced. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the system was not coming ready to cycle. The pendant displays scrolling motion bars during start up. Also, system tried to drive however, not achieved. Motion controllers were out service. In remote desktop, nothing one was displayed. Troubleshooting involved examining log files. Batteries were tested and 96v was out of spec, fault seen 8 times in same day. Outputs of the power conversion board were done. On j7 pins between 1 and 5 was measured and found that it was missing 96v. No patient was present.